Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.

Event description:
It was reported that during patient use, the autopulse lifeband snapped and frayed midway when utilized with autopulse platform (s/n (B)(4)). This occurred about 30 minutes into the event. No problems were reported with the autopulse platform itself. No adverse patient sequelae was reported. No additional details were provided.